Manufacturer narrative:
(B)(4).

Event description:
The customer reports: resident placing cvc and claims the wire shredded during procedure.

Event description:
The customer reports: resident placing cvc and claims the wire shredded during procedure.

Manufacturer narrative:
The customer returned one unraveled spring-wire guide (swg) for evaluation. The swg was unraveled from the distal end, having separated at the weld point. The swg was kinked throughout its length. The swg was microscopically examined and the distal end of the inner core wire and the proximal end of the distal weld were found to show signs of necking. This indicates that undue force was applied to the swg, causing it to unravel. The length and outer diameter of the spring wire guide were measured and were found to be within specification. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) packaged with this product warns not to withdraw the guidewire against the needle bevel to minimize the risk of possible severing or damaging of the guidewire. The customer reported issue of the spring-wire guide unraveling was confirmed during the complaint investigation. Visual examination was performed on the returned guide wire. The guidewire was unraveled from the distal end, adjacent to the core wire. The separation surfaces were examined and found to show signs of necking, indicating undue force was applied to the guidewire. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided operational context caused or contributed to this event. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force, higher than what is required by the iso standard. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Teleflex will continue to monitor and trend for reports of this nature.